Event description:
A customer contacted global technical service (gts) regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during drain 5 of 5. The home patient (hp) stated that they turned the hc on and got the alarm. The hp stated that they called the registered nurse (rn) and the rn told them they would need to call baxter. The technical service representative (tsr) reviewed the therapy log. The cycle 5 ultrafiltration (uf) was 1120 ml. The fill volume was 1000 ml. The hp stated that they never had any symptoms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported high drain alarm. The nurse stated that she was made aware of the alarm. She stated that she was not sure when the overfill event occurred and ps informed the nurse of the cycle 5 ultrafiltration volume and fill volume. The nurse stated that therapy has been going well since then and stated that the patient has had no additional issues with the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.